Event description:
It was reported that balloon rupture occurred. The target lesion was located ina moderately calcified vessel. A 2.50 mm x 15 mm emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.